Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vaginal repair, at the end of the procedure, the thread broke while tying knots. Another suture was opened and the closure was completed.